Manufacturer narrative:
As per complaint description, the cutter leaked and can cause infection to patient. Hence this complaint is concluded as reportable. The risks are injury by microbial, viral or prion infection (patient harm). This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic (B)(4)) details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/2017. All available information has been disclosed. This complaint is not confirmed and has now been closed.

Event description:
The cutter is leaking. No further information was provided. No sample. No report of any ill effect to the patient.